Manufacturer narrative:
This medwatch is for the suspect product used with coaguchek xs system 2. See medwatch with patient identifier (B)(6) for the suspect product with coaguchek xs system 1. It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that a patient capillary sample was tested on coaguchek xs system 1 which reported a result of 1.6 inr. One hour and 15 minutes later, and additional capillary sample obtained from the same patient, measured 2.5 inr on coaguchek xs system 2. No action based on the device results was reported and no adverse event occurred. The manufacturer requested the return of the suspect product for evaluation.